Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device was received and evaluated. It was reported that the drill bit has snapped off . Pictures were provided, which shows evidence of a broken drill tip. This complaint is confirmed. The device age is approximately 6 years, possible root cause for the broken tip could be heavy use in the field. Another possible root cause for the broken tip could be due to the hard bone quality of the patient. This failure can be attributed to user technique and human factor however a specific root cause could not be determined. A manufacturing record evaluation was performed for the finished device product and lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via cst that the cutting end of the latarjet glenoid long drill bit has snapped off. Broken piece not returned. Please see attached. This case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to depuy engineering for assessment. No further information can be obtained as the case was not reported by the customer.